Event description:
On an unknown date, the patient was treated for a subtrochanteric fracture with a nail. Patient developed a non-union. Patient was revised to blade and plate. X-ray revealed the 95 degree plate was broken. See MFR # 2520274-2013-04721 and complaint (B)(4) for the non-union due to nail. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. The plate is broken in half at the 7th screw hole. The plate has marks and scratches from unknown source. The dimensions were as far as possible checked; the reference drawing is se_255593 version b. All measured dimensions passed the specifications successfully. The DHR review shows that the device met the specifications at the time of manufacturing.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(4). The design is adequate for its intended use and did not contribute to this complaint condition.